Event description:
It was reported patient underwent bilateral knee arthroplasty procedures. Additional information provided in a review of invoice history confirms the right knee arthroplasty occurred on (B)(6) 2005 and the left knee arthroplasty occurred on (B)(6) 2005. Subsequently, patient alleges a revision on an unknown side was performed in 2007 and another in 2008 allegedly due to pain. It is unknown which side was allegedly revised. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 4 of 11 mdrs filed for the same event (reference 1825034-2013-00162 / 00172). This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.